Event description:
No medical intervention or patient injury was reported at the time of the event.

Manufacturer narrative:
(B)(4). This complaint for the se 2240 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Not enough data is available within the complaint to identify root cause. The root cause of the reported problem of is currently being investigated through CAPA number (B)(4).

Manufacturer narrative:
(B)(4). This information was not added to the original medwatch submission.

Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter. A baxter technician reviewed the patient logs on a returned home choice device and identified a system error 2240 alarm (indicating air) which occurred on (B)(6) 2010. After review of the (B)(4) system, the customer discontinued use of the device due to: unknown.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.